Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd ( manufacturer ) is submitting the report on technologies llc ( importer behalf of heartsine) h3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Low battery.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). Routine testing confirmed that the pad pak was first installed on (B)(6) 2016 and that it performed to specification alongside random power ons up to (B)(6) 2016. Upon visual inspection of the returned device it was noted that two adult pad-pak's were returned for investigation. Both returned pad-pak's had the lower casing missing and the electrode cables clipped close to the glue point (see picture), the lot identifier label was attached to the front casing of the pad-pak's. The device was disassembled to investigate and a capacitor was found to have failed. This would then cause an installed pad-pak to potentially blow its fuse and therefore appear depleted, this would account for the returned pad-pak's being fused and most likely account for the low battery fails detailed in the report. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.